Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had an air bubbles. The blood glucose level was 12.0 mmol/l. Customer stated that the size of the air bubble was unsure. The reservoir will not return for the analysis.